Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via a merlin@home transmission showing non-sustained rv oversensing (nsrvo) due to post-paced t-wave oversensing. Programming changes were made the same date of the event. The patient condition is stable.